Manufacturer narrative:
The case involved the use of an orthadapt bioimplant in the repair of a chronic massive rotator cuff tear where the supraspinatus was retracted to the point where it could not be re-attached to the humerus and the tendon did not appear viable. A 4x5 cm orthadapt bioimplant was used to extend footprint coverage laterally over the tuberosity of the humeral head. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The surgeon noted that the fluid drained from the shoulder showed a very high count of wbc but tested negative for growth, and the pt was on antibiotics for a few days prior to culture for another condition. The case assessment, based on the provided information, identified off label use of orthadapt and possible infection are the likely cause of the event. Neither the product nor the product lot number was provided to the manufacturer.

Event description:
Pt developed shoulder pain approximately two weeks post-repair of a chronic massive rotator cuff tear using orthadapt bioimplant. Fluid drained from the shoulder tested negative for growth; the bioimplant was noted to be shredded and was explanted approximately 2.5 weeks post repair.